Event description:
Pt with terminal metastatic disease presented with inferior vena cava syndrome, a CT scan revealed a significantly narrowed infra-renal and supra-renal vena cava. Physician planned an angioplasty with stent insertion. After successful dilation with a 12x40 balloon, a 14x40 protege stent was placed in the infra-renal cava, followed by implantation of a 14x60 protege in the supra-renal region of the cava. A .035 wire was re-inserted through the stents for post dilatation. After dilation with a 14x40 balloon physician was unable to retrieve through the distal stent. The distal stent was dragged distal by the winged out effect of the larger diameter balloon. The balloon had to be removed through the right jugular vein with a 30mm gooseneck snare. Due to stent movement and residual stenosis close to the renal veins, two add'l competitor 14x40 stents were placed. The procedure concluded with an acceptable angiographic result of the supra-renal and infra-renal inferior vena cava. Two days later, the pt developed a cardiac arrhythmia. Echocardiogram showed two stents in the right atrium. Fluoroscopy demonstrated the proximal of the two stents no longer in place in the supra-renal inferior vena cava. Surgical intervention was performed and protege stent and competitor stent were successfully explanted. Pt expired three days later.